Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level. The customer contacted technical support, and they were assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue reappears.